Event description:
Dialysis treatment was initiated @ 736am via rt thigh graft using 15 gaugeneedles bfr 100/dfr 508, venous pressure 90, ufr. 90. At 740 am bfr was increased to 450 cc/min, venous pressure 210, ufr 1.58 bp155/80 pulse 74. At 908 am a kink was noted in the arterial line near the portion of the line that connected to the arterial port of the dialyzer. The lues were repositioned and taped in a manner to prevent further kinking. The pt had no complaints, bp 218/99, pulse 69, 450cc bfr venous pressure 210, ufr.62. At 9:57 am the pt complained of being hot and then reported chest pain, within 10 minutes bp 223/99 pulse 71 pt was given o2 and samples of blood were sent for evaluation for hemolysis. Dialysate was negative for formaldehyde and machine conductivity and ph were within usual range (conductivity 13.8, ph 7 on dialysate) blood samples were positive for hemolysis and the pt was sent to the hospital for further evaluation.